Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient's controller exhibited a double disconnect. This event was discovered upon downloading log files from the patient's controller during their clinic visit. The patient was unaware that the double disconnect had occurred and denied hearing any alarm. After the physicians discussed the benefits, risks, and complications associated with an elective controller change, the patient decided against undergoing the elective controller exchange. The patient and their controller will be followed up on their next visit to clinic in a few months the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed a controller power-up and associated pump start event logged on (B)(6) 2025 at 05:42:57, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated the power adapter was connected to power port 1 and (B)(6) was connected to power port 2.the data point recorded after the loss of power indicated (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for twelve (12) seconds. As a result, the reported controller loss of power event was confirmed. The no power alarm not sounding event could not be confirmed. Of note, raw log files were not available for analysis. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sou rces and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; events with alarms not sounding may be attributed, but not limited, to a faulty speaker and/or a faulty controller internal battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.